Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed an ¿unable to proceed¿ alert during a cartridge supply change and repeatedly failed to advance past fill tubing despite multiple dry-run attempts, consistent with a device issue for which insufficient information about the specific component was available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.